Event description:
The customer observed imprecise results on quality control fluids processed using vitros valp reagent on a vitros 5,1 fa chemistry system on (B)(6) 2009. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer did not report valp results while quality control was unacceptable. There was no report of pt harm as a result of this event. (B)(4).

Manufacturer narrative:
Investigation into this event found no evidence to indicate that the vitros 5,1 system did not operate as intended. The customer investigation determined that the vitros valp reagent pack in use at the time of the event had been frozen. The vitros valp instructions for use, reagent storage and stability section, states, "important: do not freeze." Required storage for valp reagent is 2-8 degrees c. The customer implemented an alternate lot of vitros valp reagent and acceptable performance has been observed. The root cause of the event is user error.